Event description:
It was reported that when attempting to ream the canal, the device broke into 2 pieces. No delay or serious injury was reported.

Manufacturer narrative:
The t-handle was returned and evaluated. A visual inspection found that the orange handle has fractured in two; one half is still attached to the device and the other was returned with the device. A crack may have initiated during a previous use or due to the heating and cooling associated with autoclaving, which then propagated during use and caused the device to fail. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident.